Manufacturer narrative:
It was reported to intuvie that the pump door mechanism would not close and that metal shavings were observed in the housing for the door-close mechanism. The pump was returned to intuvie for evaluation. During functional testing, the reported condition was confirmed: the door mechanism would not close, and metal shavings were present within the housing for the door-close mechanism. Additionally, free flow was observed during functional testing. The reported failure modes were confirmed. The probable cause of both the door malfunction and the free flow condition was determined to be component failure of the door assembly. The resolution is unknown. Reference to complaint#: (B)(4).

Event description:
It was reported to intuvie that the pump door mechanism will not close. On closer inspection, it appears there are metal shavings in the housing for the door close mechanism. No patient involvement was reported.

Manufacturer narrative:
It was reported to intuvie that the door mechanism will not close. The device was returned for evaluation, and during testing, the pump exhibited free flow. The failure mode was confirmed, and the probable cause was determined to be a component issue. The front panel assembly and free flow clamp assembly were replaced which successfully resolved the issue. Reference to complaint #: (B)(4).